Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 150mcg/day) via an implantable pump. The indications for use were unknown. It was reported that in a regular pump replacement, upon accessing the catheter port, the rep and healthcare provider (hcp) noticed that the catheter was not patent and only pulled back air. Another catheter revision kit was open in case there was a defect in the needle or syringe that were initially used, but the catheter was still not patent and they only received air drawback. The hcp decided to do a catheter revision. A new pump segment was put into place and attached to the old spinal segment, which was patent upon cutting it. A new pump was attached to the functional catheter and the patient had a new functioning system. The managing physician was consulting for a new starting dose, and the patient was started on 150mcg/day. The patient was admitted for evaluation. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8731sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2011; brand name ; product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.